Event description:
It was reported that customer experienced high blood glucose after changing cartridge. The customer's blood glucose was "high", although no specific value was provided. Customer reported that cartridge had been changed the night before and that they had not properly resumed insulin on pump load screen after cartridge load. Reportedly, customer successfully loaded cartridge and resumed insulin, resolving the issue.